Manufacturer narrative:
The subject device was discarded by the user facility and was not returned to olympus medical systems corp. (Omsc) for evaluation, so omsc could not confirm the reported event. As checking the manufacturing record of the same lot for the subject device, nothing abnormal related to the reported event was detected on the following items. Dimensions of the cutting wire movement of the cutting wire it is surmised that the reported event occurred by the following mechanism. When cutting the papilla, the cutting wire had point contact with the tissue. Since the subject device was activated under the condition of 1, electric discharge occurred and the cutting wire was bent. When pulling the slider, the bent cutting wire was caught in the mucosa. Since the doctor tried to bring it back into the sheath under the above condition, a load was applied to the cutting wire, causing the breakage. The broken cutting wire was stuck in the mucosa. Omsc surmised that the handling by the user facility caused the reported event.

Event description:
The nurse checked the needle knife before going down into the scope. Started cutting the ampulla with the needle knife, it was asked to bring the needle back inside the sheath as they had finished cutting, however the needle had come off from the sheath and stuck in the mucosa. The doctor then retrieved the needle from the mucosa with the forceps - the patient was ok. The department does not have the product, which has been disposed of.